Manufacturer narrative:
Per the clinic the device was explanted (date not reported) and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced a loss of osseointegration. Surgery to place a new implant is planned; however, has yet to occur as of the date of this report.